Event description:
It was reported that the customer was hospitalized for high blood glucose levels and chest pain. The blood glucose reading was 384 mg/dl upon admittance. The customer did not recall if there had been any significant events leading to the hospitalization. He stayed 2 days in the hospital and was wearing the insulin pump at the time of hospitalization. He noted that the blood glucose reading rose to 500 mg/dl, and then dropped to 50 mg/dl within 15 minutes. He became unresponsive during the low blood glucose event and was treated with glucagon. The insulin pump was disconnected from the customer thereafter. He stated that his blood glucose rose regardless of what he ate, even after treating for the food. He was unaware of the cause for elevated blood glucose. He observed no delivery alarms during boluses, as noted in the alarm history. Unable to complete troubleshoot for no delivery due to lack of tubing clamp, which would be sent. He declined further troubleshooting. Nothing further.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-58464.